Manufacturer narrative:
The device was returned to olympus for evaluation, and it was observed that there was foreign material mixed with corrosion inside of the light guide lens. The origin of these finding had likely remained from previous procedures and were caused by insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was also observed that the lock engagement knob was deformed. It was observed that the suction, air and water cylinder had no color. It was also observed that the connection of the scope connector was abnormally heavy due to damage on the electrical connector. It was observed that there was corrosion on the: scope connector, electrical connector, charge-coupled device flexible printed circuit, and on the left arm due to water leakage. It was also observed that the color tone of the image was not proper due to a cut on the charge-coupled device cable. It was observed that the fixing force of the guide wire did not meet the standard value due to damage on the forceps elevator wire. It was also observed that the image guide protector had a scratch. It was observed that the distal end had corrosion. It was also observed that the connecting tube was deformed. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d8 and h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity nor the definitive root cause of the foreign material could be determined. Considerations: since the foreign material was not on external surface of the device, it could not be removed by reprocessing. Presumable cause: the light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited foreign material mixed with corrosion found inside the light guide lens. There were no reports of patient involvement.